Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted from 30% to 5% overnight. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support for the reported issue.